Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the distal extrusion identified that the shaft was bunched/ accordioned. This bunching was located at the proximal edge of the proximal balloon sleeve and it extended proximally along the shaft for a total length of 2.2cm. This type of damage is consistent with excessive force being applied to the shaft. An examination of the balloon identified that the balloon appeared to have been subjected to some positive pressure which resulted in the partial inflation of the balloon at the proximal and distal end. As a result of the partial inflation to the balloon, the stent was partially deployed/flared at its proximal and distal ends. The distal end of the stent was more deployed and therefore the stent struts were more raised and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. After advancement of a unspecified size pt2 guidewire, a 4.00x24m promus element¿ plus drug eluting stent was selected to treat the lesion but during introduction, resistance was felt when passing through an unspecified guide catheter which generated locking and and opened the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that premature deployment of stent occurred. After advancement of a unspecified size pt2 guidewire, a 4.00x24m promus element¿ plus drug eluting stent was selected to treat the lesion but during introduction, resistance was felt when passing through an unspecified guide catheter which generated locking and and opened the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.